Event description:
It was reported that during a starr procedure, the device cut but did not staple. Some of the staples remained both in the device and in the tissue. The procedure was completed by hand suturing which caused the procedure to be prolonged. There was also an extended hospitalization by 7 days. No other pt consequences were reported.